Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, seroma and breast sensation change.

Event description:
Healthcare professional reported rupture against left side device. It was later reported "recent breast sensation and pain." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing a piece of shell (0-25%), red particles on the shell, wear abrasion, and crease flat. A microscopic analysis was performed which identified: inconclusive. Based on the device analysis the final assessment is: missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture against left side device. It was later reported "recent breast sensation and pain." Device has been explanted.